Manufacturer narrative:
The device has not been received for eval. If the device is ultimately received, a supplemental form will be submitted.

Event description:
It was reported that the customer fell down the stairs and the touch screen is now gray. Customer had high blood glucose levels.